Event description:
S/p (status post) electrophysiology study (eps) procedure for atrial lead fracture removal with reimplantation of a new ICD/lead system. Patient presents to office visit to the device clinic, called a report that his incision was red, hot and had purulent drainage from the site. S/p extraction performed 6 days ago for lead failure. Procedure note indicates swelling, no fluctuance, aspiration of pocket w/no purulent drainage found, serosanguineous fluid cxd, erythema of edges and blistering consistent w/ allergic reaction to swiftset glue. No signs of involvement of the pocket. There was inflammation superficially of the incision. Office note 8 days later indicated - wound aspirate culture positive for enterobactor aerogenes in one colony from one plate only. Per electrophysiology attending, pt started on bactrim ds 1 tab bid for 10 days. Spoke with patient, who states he continues to have drainage from incision site. No fever, chills, or pain.